Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec38-10l is classified as ife (import for export), therefore 510k is not applicable. A same model (ec38-i10l-us) is distributed in the USA only with 510k number k131855.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model ec38-i10l/serial (B)(4). The customer stated the event occurred during pre-procedural inspection check. No further information was provided at the time of the report. The device was returned to pentax on 07/01/2021. Pentax service inspectional findings included: bending rubber glue cracking at insertion tube side, passed dry/wet leak tests, bending rubber glue cracking at distal side, air/ water socket o-ring chipped. The customer complaint was not confirmed. Repairs were performed on the device which included replacement of the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. The device has been routinely serviced by pentax since install.